Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4), 2011.

Event description:
Per the clinic, the device was explanted due to reports of pain with extended device use. The internal device was explanted on (B)(6), 2011 and the patient was reimplanted with another device during the same surgery.